Manufacturer narrative:
The investigation was unable to determine a specific root cause.

Event description:
There was an allegation of questionable elecsys folate iii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 3.78 ug/l. The sample was repeated on another module, and the result was 4.98 ug/l.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.